Event description:
It was reported that the patient's lead had pulled out. The patient fell the day before that "jerked her as she caught herself." The patient felt a sharp painful pull at the insertion site of the lead. Following the incident, the patient lost stimulation to the right hip and groin. The patient's old implantable neurostimulator (ins) pocket, where the connecter to the extension was located, was extremely painful. Her previous ins was removed and repositioned three weeks prior to this report (see related (B)(4)) from the right hip to the right abdomen. When the patient applied pressure to the connector site, paresthesia resumed to the area of pain. The elevation of amplitude and pulse width (pw) caused stimulation into the feet but none to her pain area. Original stimulation programming had a lead configuration of 1+, 2-, 3-, 4+, a pw of 450 microseconds, a rate of 30 hz, and amplitude of 4.45 volts. An impedance check at 3 volts indicated high impedances of over 40,000 ohms on electrode pairs of 3, 5, and 6. The patient's extension was replaced by her physician. An additional impedance test showed the same results of high impedance values. The physician did not change out the lead. An x-ray indicated that the lead had migrated a couple of electrode lengths, but no other anomaly was noted. The explanted extension was not available for analysis at the time of this report, but will be returned. Exact explant date was unknown. Patient outcome was not provided.

Event description:
Additional information received indicated that the patient was also scheduled for an explant of her dominant abdominal stimulator and she did not want "another return to surgery." The explant date has not been verified as of the time of this report.

Event description:
Additional information received reported that the patient's system had been explanted and the hospital had it. The hcp said there had been slight movement of the lead. There were no noted system problems.

Manufacturer narrative:
Product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial #: (B)(4), product type: recharger; product ID: 3550-39, lot #: n309388, product type: accessory; product ID: 3550-29, lot #: n323755, product type: accessory.